Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Video provided showing implanted iol on a monitor screen. Reported complaint cannot be confirmed from the provided photo. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) fibrous tissue (looking like a scratch on the posterior optic) appeared after the iol implantation. The surgery was completed the same day. No information about lens removal or replacement. Additional information was requested and received the lens is still implanted in the patient's eye and no patient harm.

Manufacturer narrative:
The complainant states the use of cartridge and viscoelastic with lens model, this is not a qualified company product combination. The manufacturer internal reference number is: (B)(4).